Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2015.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg will not be returned and no further information could be obtained despite good faith efforts.